Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 128mg/dl. Advised customer the pump will be replaced and revert to back up plan.